Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat two calcified and stenotic de novo lesions in the left anterior descending (lad) coronary artery with timi flow grade 3. Following the successful deployment of two xience sierra stents during a kissing procedure, a 4.00 x 12 mm trek rx balloon dilatation catheter (bdc) was advanced for post dilatation. The balloon of the bdc failed to inflate on the initial inflation and then ruptured on the second inflation at 10 atmospheres. As a result of the 'blast' effect contrast media was pushed into the lad and the patient went into asystole. Reanimation [cardiopulmonary resuscitation] attempts were made; however, the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed. The reported balloon rupture was not confirmed; however, during testing, fluid leaked out of the distal tip and the guide wire exit notch. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that a serious patient event occurred in the cardiac cath lab, reportedly due to a balloon dilatation catheter rupture during post dilatation. From the information provided, the cause of the event cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported inflation issue appear to be related to circumstances of the procedure. It is likely that the trek catheter was front loaded onto the guide wire and inadvertently mishandled during advancement such that the inner/outer member kinked and the guide wire punctured through the inner member subsequently resulting in an inflation issue and giving the impression of a balloon rupture. The reported patient effect of death as listed in the coronary dilatation catheters, trek rx, global instructions for use is a known patient effect. A conclusive cause for asystole (cardiac arrest), death and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.